Event description:
Pump reported to be set at 10 ml/hr to deliver a 500mg/250 ml dobutamine bag. Two hrs after the start of the infusion the bag was noted to be empty. The amount that was intended was for 100 ml to infuse over 10 hrs. There was no ill effect to the pt who was receiving the therapy in a nursing home. No med or surgical intervention was required.

Manufacturer narrative:
**Evaluation summary** the pump was tested for flow accuracy at 10 ml/hr and at 125 ml/hr. The results were within specification. The reporter that observed the pump after the occurrence described that the IV tubing was "threaded incorrectly" through the infusion pump, where the tubing was pressed against or over the left tubing guides of the pump head. This type of loading will more likely result in no delivery of solution. Without the viewing of the tubing originally loaded in this manner, the impact of the loading to this occurrence is difficult to determine.